Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc8336500. Model: sc-8336-50. Serial; (B)(6). Batch: 7086629.

Event description:
It was reported that following an implant procedure the patient developed an infection. Symptoms of drainage from the wound was noted. The patient was given kelex. The patient underwent a spinal cord stimulation (scs) procedure and was doing well postoperatively. The explanted device components will not be returned due to facility policy.